Manufacturer narrative:
H6: health effect - clinical code: multiple organ dysfunction syndrome e2342 manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that an autopsy was not performed and hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The exact cause of death was unknown but it was related to multiple organ failure.

Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome e2342. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multiple organ failure. The death was not considered to be device or therapy related. An autopsy was not performed and the pump was not explanted.